Event description:
Same case as: 2184052-2014-00043. It was reported the implant broke during surgery. The surgeon was attempting to implant the ardis implant and it broke during insertion. The surgeon was able to remove the broken implant from the pt. The implant will not be returned as the hospital disposed of it.